Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty performed using an 18mm non-abbott device. The length of membranous septum is 3.4mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. It was noted via electrocardiogram, that during procedure the patient developed a left bundle branch block (lbbb). No intervention was performed and the lbbb did not persist after implant. At 80% deployment, the implanter did switch to left anterior oblique (lao) view and confirmed with stent parallax removed that the implant depth is at an acceptable level below annulus in that view. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to valve under expansion. The implanter did check for non-uniform expansion (nue) and mitigate it per established steps. Calcium was noted in the left ventricular outflow tract. The final non-coronary cusp implant depth was 2.17mm. There was no difficulty experienced implanting the 25mm navitor valve. The cause of the patient's lbbb is attributed to the 25mm navitor valve. The cause for under expansion of the 25mm navitor valve is unknown. The patient was stable at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion, device malposition, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported valve underexpansion, device malposition, and heart block could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.